Event description:
Caller reported a cgm error with the indication of error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, advising them to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.